Event description:
It was reported that during implant attempt, the physician had difficulty implanting the lead in the atrium. There was no pacing and the threshold was not good. The physician thought that the anatomy was not suitable for implant, the lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.